Event description:
The patient "with a right distal tibia fracture, underwent intramedullary rodding last summer and currently, developed a hypertrophic nonunion. Ultimately walked on this hypertrophic nonunion and broke the screws and impaled the distal portion of the nail into the tibiotalar joint. Underwent operative revision for removal of the synthes nail placement of an 11x345 mm nail, statically locked. Intraoperative findings noted that the subsequent fracture was united although it was in slight varus and recurvatum, but stable. The patient at this point in time tolerated the procedure well. Neurovascularly intact in bilateral lower extremities.what was the original intended procedure?exchange intramedullary rodding right tibia using a synthes 11 x 345 mm rod, statically locked proximally with 1 screw statically locked distally with an ap and a medial and lateral screw.device #1is this a laboratory device or laboratory test?no.device #2is this a laboratory device or laboratory test?no.device #3is this a laboratory device or laboratory test?no.